Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion set was leaking from its site due to which hyperglycemia occurs within 3 hours of infusion set use. High blood glucose level was 21 mmol. No further information was available.

Manufacturer narrative:
Device 2 of 3. Patient country: united kingdom.